Manufacturer narrative:
It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a pseudoaneurysm of the descending thoracic aorta using a conformable gore® tag® thoracic endoprosthesis. On an unknown date, follow-up examination reportedly confirmed a stent graft-induced new entry tear at the proximal end of the 37mm x 10cm gore® tag® device. The cause of the proximal entry tear was not reported. On (B)(6) 2021, the patient underwent zone 1 thoracic endovascular aortic repair to treat an aortic arch aneurysm. Treatment for the dissection was also performed during the procedure. An additional 40mm x 20cm gore® tag® device was implanted to reline the existing stent graft system and cover the entry tear. After deployment, incomplete device expansion was noted at the distal end of the device. It was reported that the incomplete device expansion was due to the patient¿s anatomy (angled aorta; degree of angulation unknown). Balloon molding was performed, and the device was expanded to its full diameter. The patient tolerated the procedure.